Event description:
The customer requested assistance in changing the time and date to standard time. During the call the customer stated that he was hospitalized for high blood glucose of 665mg/dl. The customer stated that he was experiencing muscle cramps and vomiting. The customer also reported having unexplained high glucose for the past three weeks. The customer's most recent blood glucose was 111mg/dl. The customer stated that he has not tried the infusion set change to resolve the high blood glucose. No further info was performed.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.